Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for infection that caused heart attack on (B)(6) 2020 to (B)(6) 2020. Blood glucose reading was 145 mg/dl. Customer reported that they received medical treatment as a result of the site issue. Customer was treated with antibiotics and she inserted in one other spot it bleed. Customer also had pain in arm. Customer was clean the transmitter with alcohol between each use. The sensor will not be returned for analysis.